Event description:
It was reported that during a ptca/stenting treatment procedure, the quantum maverick monorail 12/3.0 mm balloon ruptured at 6 atms on the third inflation. The first two inflations were also to 6 atms. The pt was asymptomatic during this event. The lesion being treated was a 90% stenotic lesion in the proximal left anterior descending coronary artery. The physician used a 6f terumo introducer sheath for vascular access, a terumo runthrough guidewire and a 6f hart rail guide catheter to cross the lesion. The quantum maverick monorail balloon was being used to predilate the lesion for placement of an unspecified stent. The quantum maverick monorail balloon was removed and replaced with another quantum maverick balloon of the same type and size to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.